Event description:
The caller stated that the cuff on the tracheostomy tube would not stay inflated. The source of the leak was not determined. The tube was in use for about a day, and the issue required recannulation of the patient with the same model tube. The caller stated the cuffs are pre-tested, but did not know how much pressure was used to inflate the cuff. The patient is on a ventilator, but the caller did not know the model or how long the patient is on it per day. There is no lot or exp date available. The tube was thrown away and is not available for evaluation.

Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacture cannot be determined. The tube was discarded and therefore, unavailable for failure investigation. No analysis or conclusions can be drawn.